Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. During the evaluation, evidence of wear was noted on the acetabular cup. A conclusive root cause could not be determined. This report is 2 of 2 MDR's filed for the same event (reference 3002806535-2015-04169 & 2016-00306).

Event description:
Patient was revised approximately 5 years post-implantation due to unknown reasons.